Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number 3006705815-2021-03969. It was reported that the patient was not receiving effective therapy from their system. It was found that one of the leads had high impedances. It was also found via x-ray that both leads had migrated. In turn, surgical intervention was undertaken wherein the leads were explanted and one lead was implanted. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.